Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during refilling the heater in fill, the home patient (hp) revealed that he disconnected the heater and supply bags and then switched them. The baxter technical service representative (tsr) explained to the hp to not disconnect the supplies once they are connected and advised to end therapy and restart the setup with all new supplies. The hp stated that he would use manual supplies. There was patient involvement but no serious injury or medical intervention was reported. During a follow up with the hp regarding the reported problem, it was revealed that the hp did not note anything unusual with the supplies at use that night. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.